Manufacturer narrative:
The complainant indicated that the device will not returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation on june 5, 2007, that during a colonoscopy procedure using a polypectomy snare, the snare "would not cut through [and] became fixed" in the polyp resulting in the physician "guillotining through the polyp". The patient suffered a bowel perforation and required a laparotomy. Several requests for further information regarding the event details and the patient's post procedure condition were requested, to no avail.